Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch 2032227-2016-24148.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and that the blood glucose reading was high. The blood glucose reading was 555 mg/dl. The customer treated with the insulin pump. The alarm had been resolved with a complete set change. The customer declined troubleshooting for high blood glucose. The insulin pump was not returned or replaced.